Event description:
Customer reported a no delivery alarm and high blood glucose while wearing his insulin pump. Customer's blood glucose was 435 mg/dl. He treated by drawing insulin out of his reservoir and using manual injections. Customer did not have any of his supplies to change anything out. Customer declined troubleshooting because he already treated by drawing insulin out of his reservoir. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.